Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The reported problem was able to be confirmed using remote fe 25913. Unit was tested using system on startup unit displayed c-34. Upon visual inspection there were no issues found that would be related to the reported event. The root cause of this event happened in the field c-34 error was triggered indicating a high voltage fault.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer called in to report that they were getting repeated errors on the erbe integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded error logs and noted multiple c-34 errors. Prior to calling in, the customer already power cycled the erbe, changed out the instrument cords, swapped out the grounding pad and used another monopolar instrument with no change. The tse verified if they had another generator and /or CT scanner near by and there was a 3rd party generator about 3 feet away. The tse had the customer reposition that generator further from the erbe and power cycle the erbe for about 2 mins to check if the issue was resolved. The tse also advised the customer that a force triad generator could also be used with correct energy activation cable if the the issue persisted. The customer would check and call back if needed. The procedure was completing as planned with no report of patient injury. It is unknown at this time if the procedure was completed using the same generator.